Event description:
Nurse went into room to check patient and found that the IV tubing was leaking. There was no information as to where the leak was coming from. The tubing was saved. There was no injury to the patient.